Manufacturer narrative:
The technician found the test port cable was defective. The technician replaced the test port cable to repair to bed.

Event description:
Alleged the hilow ran up unintentionally. Stated there were no injuries and the pt is in the bed and the bed is being used in a home.